Manufacturer narrative:
(B)(4). Date sent: 6/10/2021. The product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one individual box from a psee60a was returned for analysis. Upon visual inspection, the individual box was noted to be ripped and the damage was observed to be from the outside to the inside. Additionally the blister packaging was noted also with damages. No conclusion could be reached as to what may have caused the damages of the package. All ees product is 100% inspected prior to release. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Batch # unk. Date of event is 2021. Event day and event month were not reported. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that prior to an unknown procedure, the goods were delivered damaged. The box was heavily damaged at one corner and the inner plastic packaging also showed damage in the form of small cracks. Damage to the device cannot be eliminated. There was no patient consequence.